Event description:
The patient reported smoking at the power extension cable. The patient electronic unit was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. During the investigation, visual inspection revealed no evidence of frayed cables on the extension cable, power supply or power cord. Internal visual inspections of unit revealed that the pcb board exhibited a burnt capacitor. A standard golden pcb board and compact flash were used for testing and further investigation, and the unit was powered on with no issues observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.